Event description:
A clinical pharmacist reported that the sleeve was too fine and twisted during surgery, leading to less infusion and "less chamber". Patient outcome is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).